Manufacturer narrative:
One 72202468 fast fix 360 curved needle delivery system device used for treatment, was returned for evaluation. T1 and t2 were not returned. No suture was returned. The depth limiter was attached adjusted. The delivery curve was distorted. The needle was visibly bent toward the right and downward. The symptom is consistent with tissue resistance from twisting or probing. The actuator was sprung up out of the delivery needle. The device no longer cycled or actuated due to needle damage. These symptoms align with difficulty in reaching intended anchoring location. The complaint was confirmed. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus suture surgery, after t1 was deployed, t2 could not be deployed. After the product was taken out of the patient, it was found no bounce back with violent deployment. There was no significant surgical delay or patient injuries reported. A backup device was available to complete the procedure.